Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported that the vela ventilator was alarming transducer fault and it was failing the exhalation pressure calibration. The customer confirmed that there was no patient involvement associated with the reported event.